Event description:
The field service representative observed smoke from the cardcadge after replacing the stepper controller driver board on the prism analyzer. No injury from the smoke was reported.

Manufacturer narrative:
(B)(4). The field service engineer reported one abbott prism channel stepper controller board failed on first use emitting smoke. The issue was resolved by replacing the board. The photos of the prism channel stepper controller board were visually examined and two capacitors were found to have failed. An evaluation of the capacitors determined they were the correct type and in the correct orientation. A review of 12 months of ticket trending data for the product identified no atypical activity over the 12 month reporting period for the complaint issue of first use failure. A review of 12 months of complaint data for the prism channel stepper controller board did not identify any additional complaints for smoke. No issues were found that could have contributed to this issue. A review of the abbott prism operations manual determined the hazards have been adequately addressed and that adequate instructions are provided for use of the prism channel stepper controller boards. The abbott prism channel stepper controller boards, including the capacitors, are performing as intended with respect to this issue of first use failure/smoke. No product deficiency was identified.